Event description:
Less than 1mm relatively high density focus projecting in the general region of the biopsy on final stereotatic image. Needle was minimally bent or truncated. Question portion missing.